Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the attachment device was heating up (reading of 114 degrees). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a temperature reading of 104 degrees at the elbow and the base which exceeds the operational temperature specifications (103 degrees). It was also observed that there was a foreign substance on the bearings causing the device to exceed the operational temperature specification. Therefore, the reported condition was confirmed. The assignable root cause for the damaged component was due to use error. The root cause for the foreign substance on the bearings caused the device to exceed the operational temperature specification. The device showed signs of damage that was indicative of damage caused by immersion during cleaning which is failure to follow the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.